Event description:
While wearing the external equipment, the patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the patient's device is scheduled.